Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, the patient presented with the following pre-op diagnosis: recurrent herniated disk ls-s1 left and central; degenerative lumbar disk disease l5-s1. The patient underwent the following procedures: l5-s1 posterior lumbar antibody fusion with spineology interbody bag; posterior fusion l5-s1 right with biologic 3k2m denaley pedicle screw instrumentation; recurrent diskectomy with removal of scar tissue l5-s1 left. As per operative notes, ¿I then introduced the spineology instrumentation, placed one strip of rhbmp-2 split into 2 long strips anteriorly and then placed the bag locking the rhbmp-2 anteriorly with 5 ml of all bone material. On the right side posteriorly, I decorticated the facet joint and the lamina of l5 and s1, placed the remaining strip of rhbmp-2 and 10 ml of actifuse.¿ no intra-operative complications were reported.